Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube push off as all samples met specifications. Also, 8 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood draw using bd vacutainer® safety-lok¿ blood collection set, the distal needle dislodged the bd serum tube from the adapter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw using bd vacutainer® safety-lok¿ blood collection set, the distal needle dislodged the bd serum tube from the adapter. No adverse impact was reported regarding the patient or user.